Event description:
During the procedure the idc - interlocking detachable coil got stuck in the lumen of the renegade-18 microcatheter. Moreover, this coil got detached in the microcatheter. There was no injury reported in this procedure.